Event description:
It was reported that there was air in the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The (was) was positioned in the laa. When the physician began to insert the wds into the was they noted that there was air in the device. The physician aspirated the air back from the delivery system. The wds was then removed from the patient and a further aspiration was performed. No air was seen and there were no st segment changes with the patient the entire time. After the air was successfully removed the physician proceeded with the procedure. The procedure was completed successfully and there were no complications with the patient. A neurological exam was performed as the patient woke up that went well.